Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for the surgery? Tumor of the transverse colon. What color setting was used for the shots? Blue. Was a leakage test performed on the initial procedure? Yes. If so, what type of leakage test was performed and what was the result? Conduction of ileus content to an ileocolic anastomosis and no leakage. How was the leak identified? On the sixth day he had sudden pain with extravasation of enteric contents into the drain left in the abdominal cavity. Where was the leak identified? On the stapling line. Can you please clarify what it meant "staple line open completely?" Open as described and manual suture of the inlet of the clipped integrates. No sign of ischemia. Or any other signal. Has any stapling problem been identified? If yes, please describe the form. Not. Does the surgeon believe that the leak is related to the ethicon device or are there other factors that contribute to the health of the patient's tissue? By the analysis and experience with failures in other pph type devices, vertical gastrectomies, previous colectomy bypass (colon anastomosis), put operative of the appearance of the fistula and abundant literature in respect, yes I believe in the equipment failure. The patient is very well had already evacuated in the 3rd pow without problems and suddenly felt strong abdominal pain and in the sequence appeared the enteric secretion in the collector that had been serous until then. What is the current status of the patient? Is still hospitalized in patients with fd recovering from sepsis and its complications.

Event description:
It was reported that on september 22, the physician performed an open total colectomy using the ntlc. After 1 week (on september 29) the patient was admitted again in the hospital, because the staples line opened completely. The patient was reoperated, and is now well.